Manufacturer narrative:
The device history record review was not able to be completed as information regarding this device's serial number remains unknown. Corrected data: it was initially reported in error that the subject device was not removed. However, the device was explanted but was discarded at the hospital after the explant procedure.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider that the reason for the explant was due to endocarditis. The valve had a torn leaflet and it was originally thought to be a para-valvular leak), but the surgeon stated this was due to a endocarditis infection and not a defect/problem with the valve. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device.

Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprostheses valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the subject device was not explanted and is not available for analysis. The patient's medical history is also unknown. The surgeon indicated that the stent frame had been incorporated in the aortic wall, which was likely the cause of the leaflet tearing. Although the root cause of this event cannot be determined, the leaflet tear in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. No corrective action is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a pericardial aortic valve was explanted after an implant duration of approximately nine (9) years and three (3) months due to a torn leaflet. As reported, the stent frame was incorporated into the aortic root causing the frame to become inflexible and rigid. The surgeon indicated that this was likely the cause of the leaflet tear. This valve was explanted and replaced with another edwards pericardial aortic valve. The reoperation was successful. The patient was noted as hospitalized, in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Added information to describe event or problem and serial number. Through follow up edwards received information providing clarification to the event. It learned the leaflets of the 25 mm valve were excised however the valve itself remains implanted and the 21 mm aortic valve was implanted inside the failing 25 mm valve. The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction likely contributed to the event. Corrected data: only leaflets from 25 mm valve were excised. Valve remains implanted.

Event description:
Edwards learned it was considered that mobilization and extraction of this extremely well incorporated prosthesis would cause a lot of destruction in this difficult aortic root and that the procedure might end up with a full root replacement, therefore, a surgical valve in valve procedure was decided. The leaflet tissue of the old prosthesis was excised and a 21 mm aortic valve was implanted within the disabled 25 mm aortic valve. Reoperation was successful.